Event description:
It was reported that during a vena cava filter placement procedure, a partial deployment occurred. An unspecified guide wire was placed and the dilator was inserted and removed without incident. Upon advancing the 12fr. Greenfield femoral titanium filter delivery system, the filter began to partially deploy at an unspecified location in the inferior vena cava prior to reaching its intended implant site. The delivery system was removed and another manufacturer's filter was successfully placed to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable".